Event description:
It was reported that the touchscreen is cracked. Reportedly, contact is unsure how it became damaged. The customer¿s blood glucose was 152 mg/dl. Reportedly, the customer would continue use of the current pump for therapy.